Manufacturer narrative:
Customer quality conducted an investigation of the x-ray returned. Neither the material nor additional information was received for investigation, what makes a determination impossible. The received x-ray picture confirm the issue as per event description; the complaint therefore has been determined to be confirmed. No manufacturing related fault could be detected. The lot in question was manufactured with a lot size of 16 pieces in august 2016 and we are not aware of any other complaint for this article- and lot number. We are not able to determine the exact cause of failure; the complaint is determined not to be a result of a detected product related deficiency. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Unfortunately we are not able to determine the exact cause which has lead to this occurrence, as no material received. Available information does not allow us to make a determination confirmed / not confirmed. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age, dob & weight not provided for reporting. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Original implant date was sometime in (B)(6) 2017. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Number 510k# unknown. Device history records review was conducted. The report indicates that the: part #04.670.946s / lot #l104345. Manufacturing location: (B)(4). Manufacturing date: 26. Aug. 2016 expiry date: 01. Aug. 2021. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows it was reported that the patient complained about persistant pain after surgery which was performed in (B)(6)2017. The surgery was performed due to neuroforaminal stenosis and protrusion c5-c7 with significant pain, numbness and limited mobility. The surgery was completed without any problems as well the healing process. After four weeks the patient felt considerable pain again. The x-rays shows a clear misalignment of the prodisc-c vivo implant. This complaint involves 1 part. Concomitant device: 1x prodisc-c vivo, 04.670.945s / l408392. This report is 1 of 1 for (B)(4).